Manufacturer narrative:
Device evaluation summary the device was returned in the original tray and packaging within an endovascular return kit. The lot and catalog number on the box matched the numbers from the event. The device was returned bloodied with the stent graft loaded within the delivery system. Upon inspection of the device, an approximately 1mm gap was observed between the tapered tip and graft cover. Both the tip capture release handle and the external slider were at their home positions. The rest of the device was unremarkable. The reported event was confirmed; there was a gap between the graft cover and tapered tip; however, the gap was within manufacturing specifications. The root cause of the event could not be conclusively determined; however, tracking and then removing the device through small diameter iliac vessels may have contributed. It should be noted that no gap was noted prior to insertion and that a small gap occurring after use is not atypical. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in the patient for endovascular treatment of a 30mm diameter thoracic aortic aneurysm. The external iliac artery diameter measured ~ 8mm. The iliac arteries were slightly tortuous. It was reported that during the index procedure, the delivery system was inserted into the patient and positioned for deployment per the IFU. However, the patient's heart rate and blood pressure decreased significantly. The physician promptly removed the delivery system from the patient without deploying the stent graft. An angiogram was performed and it was discovered that the iliac artery was perforated. The physician stated that the cause of the iliac perforation was due to a gap between the graft cover and the tapered tip. The physician attributed the gap to the device. The physician implanted an iliac stent to the area of the perforation, resolving the event. No additional clinical sequelae were reported and the patient is fine.